Manufacturer narrative:
Based on the available information, the rse remotely evaluated the device and determined that it was continuously rebooting due to a defective dfm100 assy processor. Philips has sent the dfm100 assy processor (453564489071) to the customer site to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the machine is not booting up. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.